Event description:
As reported, approximately one year post initial tsa, the male patient had a revision shoulder with explant of implants due to infection. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The sales rep was unable to obtain x-rays. The devices are not available for evaluation.

Manufacturer narrative:
Concomitant products: - equinoxe preserve stem 6mm (cat# 300-30-06 / serial# (B)(6)). - equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6)). - eq rev glenoid plate (cat# 320-15-01 / serial# (B)(6)). - eq rev locking screw (cat# 320-15-05 / serial# (B)(6)). - eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(6)). - eq rev compress screw lck cap kit, 4.5 x 22mm (cat# 320-20-22 / serial# (B)(6)). - eq rev compress screw lck cap kit, 4.5 x 38mm (cat# 320-20-38 / serial# (B)(6)). - 145-deg pe 38mm hum liner +0 (cat# 320-38-00 / serial# (B)(6)). - 3.2mm drill bit sterile (cat# 321-52-07 / serial# (B)(6)). The revision reported was likely the result of infection as reported. A secondary finding of compression screw fracture likely resulted from higher stresses and fatigue forces due to an improper number of compression screws and/or patient-related conditions. However, infection and the series of events cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.